Manufacturer narrative:
(B)(4).

Event description:
It was reported that an issue with the sensor application occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported the sensor application did not perform as it had in the past. He stated that the needle inserted into the skin abnormally causing bleeding. The sensor filled with blood and the sensor was removed. The site remained sore, tender and developed a bruise and discoloration. He was evaluated by a physician the same day at an urgent care center and prescribed pain medication. At the time of contact, the site was healing, and the pain had decreased. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.